Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was experiencing intermittent sensor calibration errors. During troubleshoot customer reported that the sensor was inserted on that day, it is correctly inserted and she is using a single meter for calibrations but it was determined that the customer is not following the recommended calibration protocol. She also stated she has received sensor error alerts. After troubleshooting customer was instructed to remove sensor. Blood glucose level 270mg/dl. Nothing further reported.